Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient's therapy had not been helping very much. Program a completely drove the patient nuts, b had been the best but all of a sudden it started acting up again and "nothing was holding". The patient's healthcare provider (hcp) programmed c to try a higher voltage, but said the patient might need to "bite the bullet" at first and hopefully it would settle down and do good. The patient's pain level at the beginning of the call was an 8 and they were gritting their teeth, however by the end of the call it was a 6. The caller mentioned the problem with adjusting the therapy at the hcp's office was it took too long to take effect that they had no idea what was going to happen as a result. Once it had been adjusted so many times their brain would go crazy and the caller could not even tell where the patient "was at". No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was unable to program one side of their therapy. Patient services directed the patient to follow-up with their hcp as it was possible that they were not given access to changing that side by their hcp.